Manufacturer narrative:
The device was returned due to an error message alert being triggered and would not allow further interrogation. Analysis of the device image indicated that memory corruption occurred during the manufacturing process. The reported event of error message during interrogation was confirmed. Further testing was performed by reloading the product code and all tests results were normal. The memory corruption could not be reproduced. As a result of this finding, abbott is performing further investigation.

Event description:
During device preparation, the device was interrogated and an error message appeared. The device was not used and another device was implanted successfully. The patient experienced no adverse health consequences.

Manufacturer narrative:
Supplemental for correction in recall number.

Manufacturer narrative:
Supplemental for correction: incorrect awareness date for recall number. Correct awareness date is (B)(4) 2019.